Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 9 years, since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, the phenomenon was resolved, by replacing the lamp by the user. The lighting hours of the lamp has exceeded 500 hours, so the lamp is about to expire. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the spare lamp indicator was lit up on the xenon light source. The lamp had more than 500 hours on it. The issue was found during an unknown diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported the xenon light source spare lamp indicator was lit up and had more than 500 hours on it. Through troubleshooting with tac, the lamp was replaced and resolved the issue and the customer was guided through the steps of resetting the lamp counter. As the issue was resolved, the device is not expected to be returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.